Event description:
It was observed that during the device evaluation, the subject device exhibited due to a scratch on cable unit, water tightness is lost. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the root cause of the scratch/lost water tightness was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.